Event description:
It was reported that during implant attempt, the atrial lead could not be implanted due to the patient's anatomy, and the ventricular lead being used dislodged, also due to the patient's anatomy. Both leads were not used and were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood was present in/on the helix mechanism. (B)(4) no anomalies found; full lead returned and analyzed. Blood was present in/on the helix mechanism.